Manufacturer narrative:
The insulin pump was not in manufacturing mode. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed low battery alarms and then pump error were triggered when backup battery loaded voltage was less that 3.5v for 4 consecutive hours due to resistance issue at a connector. After disconnecting and reconnecting the internal battery connector the pump was monitored and functioned properly. The insulin pump was received with scratched display window cover, severly scratched lcd window, cracked keypad at select button, keypad overlay texture damage, cracked retainer and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had low battery alarm on insulin pump. The customer¿s blood glucose level was 9.0 mmol/l. The insulin pump will be returned for analysis.